Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pen has not been delivered the full amount. The customer also reported that they experienced high blood glucose. The blood glucose reading was over 400 mg/dl. The customer treated their high blood glucose with manual injection. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.